Event description:
Device report from synthes reports an event in (B)(6) as follows: on (B)(6) 2022, a locking screw was used for plastic surgery for upper and lower jawbones. During the surgery, the locking screw could not be grasped by a driver bit. The surgeon tried many times but could not hold the screw. The surgery was completed successfully without any surgical delay using another locking screw with the same part number. No further information is available. This report is for one (1) matrix lock screw ø1.85 self-tap l6 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part # 04.511.636.01s, lot # 7l68290, manufacturing site: (B)(4), release to warehouse date: december 15, 2020, expiration date: december 1, 2030, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.